Event description:
It was reported that the device's display was blank. The device locked-up. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The user interface pcb and the system controller pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.